Event description:
It was reported that an end-of-life (eol)/end-of-service (eos) message on the patient¿s implantable neurostimulator (ins) after being brought out of an overdischarge condition. It was recommended that the ins be replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3986a, lot # lc0216, implanted: (B)(6) 2004, product type lead. (B)(4).